Event description:
A greenfield filter opened only slightly when released into the infrarenal vena cava. It then embolized through the cava and through the right side of the heart, stopping in the left pulmonary artery. Catheter-based retrieval is not feasible and the pt is unfit for cardiopulmonary bypass and open surgical retrieval.